Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. Visual inspection found that the device's downstream occlusion seal was damaged. Latch lock test found that the latch lock sensor was damaged. The probable cause was the latch lock sensor damaged. Both the downstream occlusion seal and latch lock sensor was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was stuck in locked position. There was unknown patient involvement.